Event description:
It was reported that during an ablation procedure on a highly calcified "lad" the rotalink catheter stalled as the physician was removing the device. Following removal of the device by the physician a long dissection of the lad was noted. Th dissection was repaired by 5 stents. Patient status is reported as fine.